Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that, a consumer received a blood glucose result of "lo" on their blood glucose meter. The consumer did not feel low and subsequently performed another test, getting a result of 143 mg/dl on the same blood glucose meter. The difference in the readings was determined to be clinically significant. The strips in question will be returned for evaluation.